Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device "stopped working". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "icg stopped working - healthcare professionals connected a d-light light source, also located in the same tower, and were able to continue the surgery without any problems. There were no incidents with the patient, and they were able to complete the procedure without any problems." Could be confirmed. The root cause of the device failure could be traced back to a defective nir-led driver board defective, which caused a component fault and thus impaired the functionality of the entire system. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).